Event description:
It was reported that on (B)(6) 2026, a 33mm epic plus mitral valve was chosen for a procedure. During procedure, the valve the detachable attachment clip was not attached when they opened the valve. So, they couldn't attached the handle. And they could not get the detached clip back on the valve and then on the holder. And then after implant they said there was a central jet. A new 31mm epic plus mitral valve was chosen and completed the procedure. The patient required extra 1.5 hours on bypass. The patient was reported stable and recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.